Event description:
Info received indicates there is no audible bed exit alarm at the bedside.

Manufacturer narrative:
The tech found the enunciator was not working on the bed exit board. The tech replaced the bed exit board assembly to repair the bed.